Event description:
On (B)(6) 2026 it was reported that in (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels greater than 400 mg/dl resulting in hospitalization. The user was transported to the hospital by a caregiver where the user was treated with IV fluids and exogenous insulin and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
Follow-up information was obtained regarding the reported (B)(6) 2025 hospitalization event. The user¿s caregiver reported that the user experienced elevated blood glucose levels exceeding 400 mg/dl accompanied by vomiting, fatigue, and lethargy, leading to hospitalization from (B)(6) 2025. The user was treated with intravenous fluids and insulin therapy during admission and resumed ilet use upon discharge. The caregiver reported that the user has a history of removing the pump and not adhering to recommended therapy management practices, including failure to maintain infusion set and cartridge changes, and turning off the device during periods of hyperglycemia. The caregiver also reported that the user engages in vaping, which is associated with elevated glucose levels. Device data associated with the reported timeframe was reviewed. No malfunction alerts or factory resets were identified in the engineering logs. No motor errors were observed to indicate inaccurate insulin delivery. Review of cgm and insulin delivery data demonstrated that the ilet responded appropriately to glucose values, with alerts triggering as intended and insulin dosing occurring at regular intervals. Based on the available information, no device malfunction was identified, and the event is consistent with use-related factors, including interruption of insulin delivery and non-adherence to therapy.

Event description:
On (B)(6) 2026 it was reported that in (B)(6) 2025 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted and treated with medical intervention; specific admission and discharge dates were not provided. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management. Limited information is available regarding the reported event. The user¿s caregiver reported that the event was similar in nature to a more recent dka event, during which the user was reported to have turned off the pump and not followed prescribed therapy management practices. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.